Manufacturer narrative:
Information was not provided by the affiliate. Information anticipated, but unavailable at this time.

Event description:
It was reported that the device was used during a low anterior resection, the device didn't work correctly. Staples didn't close. A new device was used to complete the case. There were no reported patient consequences.